Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the sieve beds were defective. Additional malfunctions include the pilot valve was sticking, the tie wraps were installed, and the clamp was installed.